Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
Note: this report pertains to one of two autotome rx 44 used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, while bowing the autotome, the wire broke immediately when the handle was pulled to go into the cutting position. The same problem occurred with the second autotome rx 44. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a third autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Event description:
Note: this report pertains to one of two autotome rx 44 used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, while bowing the autotome, the wire broke immediately when the handle was pulled to go into the cutting position. The same problem occurred with the second autotome rx 44. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a third autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Block h2 (correction): block e1 (initial reporter country) have been corrected. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results. The returned autotome rx 44 was analyzed, and a visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.